Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed wear and tear damaged enclosure, tank cover, front cover, and line cord. Physically damaged printed circuit board with broken leds and on screen. Customer?s reported issue was duplicated. Damaged printed circuit board caused the issue. The root cause of the reported issue was determined to have been caused by the customer during attempted repair. Actions taken to mitigate the reported issue: replaced the printed circuit board. UDI information is unknown.

Event description:
It was reported that device in not pumping or heating. No patient injury reported.